Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
It was reported that a 6/7f mynxvascular closure device (vcd); did not deflate at the prep step. There was no reported patient injury. The product is available for return.

Manufacturer narrative:
Complaint conclusion it was reported that a 6/7f mynx vascular closure device (vcd) did not deflate during the preparation step. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. A non-sterile mynxgrip vascular closure device 6f/7ff involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. Sealant was located near the balloon proximal bond and the advancer tube was engaged to the tamp lock abutting the sealant. The sealant and advancer tube were returned in the deployed position, which indicates that the device may have been manipulated by the user post procedure. The device was inspected for anomalies. No anomalies were observed. During investigation, the balloon was fully inflated with water and pressure was maintained. The balloon inflates and deflates properly without difficulty and the inflation indicator functions as intended. Review of lot f1635001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿balloon did not deflate at the prep step¿ could not be confirmed due to the condition in which the unit was received for analysis. The balloon functions as intended during the investigation. The exact cause of the reported event experienced by the customer could not be conclusively determined. According to the product instructions for use, users are warned not to use if components or packaging appear to be damaged or defective. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6/7f mynx vascular closure device (vcd) did not deflate during the preparation step. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. Review of lot f1635001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, users are warned not to use if components or packaging appear to be damaged or defective. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.